Event description:
Consumer reported complaint for high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 134, 114, 140 and 133 mg/dl. Customer was comparing results to another device. The customer does not know their expected blood glucose test result range. The customer reported feeling dizzy; doctor is aware of the symptoms. Customer did not disclose if dizziness is an ongoing issue that had started prior to customer using the true metrix products or if the customer was already using the true metrix products at the time the dizziness had started; customer also did not provide if they had told the doctor about it during a routine, scheduled visit. Doctor had customer advised to test multiple times a day to check glucose for now, once in the morning before breakfast, if she has dizziness, and before dinner. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 04/26/2023; product storage and open vial date were not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 134mg/dl date: (B)(6), time: 11:12p fasting am , result 2: 114mg/dl date: (B)(6), time: 11:19p fasting am , result 3: 114mg/dl date: (B)(6), time: 11:08p fasting am , result 4: 140mg/dl date: (B)(6), time: 10:06p fasting am , result 5: 133mg/dl date: (B)(6), time: 10:55p fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (dizzy). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips are expired, unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.